Manufacturer narrative:
This supplemental report is been submitted to amend the information in b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a noisy image. The issue occurred during service/maintenance. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a noisy image. The issue occurred during service/maintenance. There was no patient involvement. Remark: this inquiry has been cloned once to document the undetermined number of malfunctions, as mentioned within the event description. This inquiry captures the 1st time malfunction #1, (B)(4) for undetermined time of malfunctions.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 09/29/2025. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, evaluation found the image was white due to a charged coupled device (ccd) unit malfunction. Based on the results of the investigation, and since the noisy image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely that the image was white due to a ccd unit failure caused by a component malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.